Event description:
It was reported that a surgeon was injured during a case. No other details of when or who or what happened.

Manufacturer narrative:
Mizuho osi was not notified at the time of injury till after the table was traded-in and destroyed. Account manager inquired on the status of the injured, the site has provided no information or feedback regarding the injury. Site indicated that eh injury occurred when a spar "dropped six inches" and that the injured surgeon was able to complete the case.

Event description:
It was reported that a surgeon was injured during a case. No other details of when or who or what happened.